Event description:
Pt reported that their one touch ultra meter was not powering on. This issue was not resolved with troubleshooting. There was no medical intervention. No further clinical info was provided. A replacement meter was sent to the pt.